Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family reported that the leadless implantable pulse generator (ipg) had malfunctioned. The leadless ipg remains in use. No patient complications have been reported as a result of this event.